Event description:
Reporter alleged blood glucose measured 430 mg/dl back to back with a result of 135 mg/dl when performed within a minute of each other. No actions or treatment resulted reportedly. A request was made for the return of the suspect device, and replacement product was sent.